Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, iol was explanted as patient needed company lens in both eyes due to right eye being dominant and unable to neuro adapt. The iol was replaced with advanced technology intraocular lenses (atiol). The patient elected company model lens for her 2nd eye after experiencing haloes with another company model lens in her first eye. Many of their patients did well with this combination. However, as a kindergarten teacher, she found that she needs more stereo near vision than this combination provides. She experienced anisometropia at near and requested same company model lens in both eyes as an exchange. In retrospect after experiencing one of the company lenses she would rather have the near vision in both eye and deal with the glare or haloes. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in d.9.,d.10.,h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. One half of the optic is broken off and not returned for evaluation. Both haptics are still attached to the portion that was returned. One haptic is cracked in the gusset area. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the multifocal company lens, 20.5 diopter (1.5 extended depth of focus) lens was replaced with a multifocal company lens, 20.5 diopter (add power +2.2/+3.2) lens. The clinical reason for explant was that the patient needed company lens in both eyes due to being od dominant & unable to neuro adapt. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).